Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed based on the condition on the device. The image contained black dots, the bending section was dented, angle coil pipes were buckled, the plastic cover had dents, and the distal sheath dents and discoloring. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera iii colonovideoscope presented with bending manipulation and insertion tube defects. There was no patient harm or consequence reported as a result of this event.